Event description:
The customer reported that the energy selected did not match the energy displayed on the screen.

Manufacturer narrative:
The customer reported that the energy selected did not match the energy displayed on the screen. The device was evaluated at philips, and the reported symptom was confirmed. Replacing the energy select switch resolved the failure.